Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Unit received with cracked case (battery tube) and cracked battery tube threads. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
It was reported that the insulin pump had crack in battery compartment but the insulin pump was not fallen. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.